Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that sensor cannula was missing. Customer¿s blood glucose level was 260 mg/dl at time of incident and before that the blood glucose was 230 mg/dl. Sensor was saying that sensor glucose was 80 mg/dl with a down arrow. Customer stated they noticed some bleeding after insertion. Customer stated they removed the sensor the cannula was missing but they checked on the buttocks and it didn't appear to be there. The customer was advised that the pump will be replaced. The sensor will be returned for analysis.